Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient received an end of service (eos) message on their programmer, after which therapy was turned off. In turn, surgical intervention may be pending to address the issue.